Event description:
Bilateral patient: litigation papers allege constant aching, intermittent charley-horse like spasms, along with intermittent sharp pains in the left hip. Additionally it is alleged the patient was injured by excessive levels of chromium and cobalt. Doi: (B)(6) 2009 - dor: none reported (left hip). Doi: (B)(6) 2009 - dor: none reported (right hip). *patient is a resident of (B)(6).

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.the correction/removal reporting number listed applies to the corresponding product code sold domestically. This implant is not sold in the us to be implanted for this indication; it would be sold under a different part number since it is only indicated to be used as a hemi in the us at this time. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
Corrected: event/problem description, brand name, common device name, catalog #/lot #, PMA/510(k) #, manufacture date. Depuy still considers this investigation closed.

Event description:
Bilateral patient: litigation papers allege constant aching, intermittent charley-horse like spasms, along with intermittent sharp pains in the left hip. Additionally it is alleged the patient was injured by excessive levels of chromium and cobalt. Doi: (B)(6) 2009 - dor: none reported (left hip). Doi: (B)(6) 2009 - dor: none reported (right hip). Patient is a resident of (B)(6). Update: (B)(6) 2012 - medical records were received. The revision operative report for the right hip indicates that the patient was revised to address pain, a feeling of clunking and elevated metal ion levels. Dor: (B)(6) 2012 (right hip). The complaint was temporarily reopened to add the revision info and update part/lot. There is no new information that would change the outcome of the investigation. Update: date - plaintiff#146;s preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Bilateral patient: litigation papers allege constant aching, intermittent charley-horse like spasms, along with intermittent sharp pains in the left hip. Additionally it is alleged the patient was injured by excessive levels of chromium and cobalt. Update: (B)(4) 2012 - medical records were received. The revision operative report for the right hip indicates that the patient was revised to address pain, a feeling of clunking and elevated metal ion levels. Dor: (B)(6) 2012 (right hip). The complaint was temporarily reopened to add the revision info and update part/lot. There is no new information that would change the outcome of the investigation. **update** date - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Event description:
**Update** (B)(4) 2013 - plaintiff¿s preliminary disclosure form was received, which identified dor for the left side. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Depuy still considers this investigation closed.